Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the reported issue was caused by interference from berchtold lights being present in the operating room (or). The repositioning of the axiem emitter resolved the reported issue. This device is included in the medical device safety alert, "potential interference between berchtold f-generation led surgical lights and stealthstation axiem system." ((B)(6) 2014). Per discussion with the FDA (B)(6) district office and several individuals at cdrh a conclusion was reached that this issue was not reportable nor governed under 21 cfr 806, therefore a FDA correction or removal number was not issued and the fca number assigned by our firm is provided.

Event description:
A medtronic representative reported that, while in a cranial resection, the navigation system was unable to track the dynamic reference frame (drf). The reported issue occurred following the incision. The site was able to continue the procedure following adjustment of the axiem emitter. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.